Manufacturer narrative:
The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a craniotomy surgical procedure, it was discovered that the burr device broke. According to the reporter, the doctor was drilling and the piece broke and fell into the palm of his hand. All of the pieces were successfully retrieved. The reporter clarified that no parts fell into the patient. There was no delay to the scheduled surgical procedure. The surgery was completed successfully and a spare device was not required. There was patient involvement reported. The reporter indicated that there was no x-ray required since the burr broke at an ideal time towards the end of the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.